Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the screw was missing from the ratchet, the handle was heavily worn and the roller was discolored. The screw, handle, and roller were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. It was noted the device has not been returned regularly for recommended annual pm. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that during inspection at the hospitals sterilization and disinfection department that the meshgraft will not rotate, large gaps when cutting, and screw is missing in handle. No adverse event was reported as a result of this malfunction.